Manufacturer narrative:
(B)(4). Investigation summary: call home was reviewed for system nm16nea00482 on 8/20/20. There was an invalid probe error on channel 3, then three seconds later a pr15xt, nm20nhb01085, was connected to channel 3. The probe tested successfully, put into tissu-loc, and was set to ablate at 10:00, 65w. The user stopped the ablation at 4:34. The ablation was resumed and the probe issued a reflected power error after 0:24. The probe was disconnected and a new probe, nm20nhb99182, was connected to channel 3. The procedure was closed. Another procedure was initiated about ten minutes later with this new probe connected. The probe was tested twice then put into tissu-loc. The probe was set to 3:00, 65w. During the ablation, the user increased the time to 4:30. The ablation completed without error and the probe was disconnected. This marked the end of the case. No device will be returned to neuwave for further investigation since the probe is being retained by the hospital. The root cause is unknown. Lot ml20024999 was reviewed (in process sn (B)(6). Manufacture date: 3/25/20. Expiration date: 11/1/23.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2020. Maude report # mw5096304. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the approach/where anatomically was the probe inserted? 1. Luq upper pole left kidney. Was there any resistance felt or any challenges inserting the probe? 2. No. Were any lateral forces applied to probe? 3. No. Was the ablation completed? 4.yes. Was any imaging performed to confirm location of probe tip? 5. Yes. If so, can they be shared? 6.not working this week to share images. Was the postoperative patient care changed or any other treatment required? 7. No. Are there plans to remove the broken probe tip? 8. No. Urology aware, if needed. What is the current status of the patient? 9. Stable, awaiting 1st post op visit. Review of call home data indicated multiple probes were used. How many probes were used for this procedure? One probe. If multiple probes were used, which probe broke (first or second)? Were any error messages displayed? Unaware of any error messages.

Event description:
It was reported that a neuwave pr15xt tip broke off in patient's kidney. The issue was that the surgeon completed a kidney tumor ablation procedure using a pr15xt probe but found that the probe tip was broken and retained in the kidney. The surgeon was asked if he knows the location of tip retention. He responded unequivocally it was in the peripheral cortex. The surgeon stated that his plan is to follow-up with the patient for now. The surgeon asked about MRI compatibility. If the broken piece was ceramic tip.